Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, time: 11:00am, inratio: 1.9, doctor's poc: 3.1. Inratio: 3.1. One drop was applied to inratio meter and then applied another drop to the poc meter. Blood was obtained from the same finger.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.9, md poc: 3.1, mean: 2.5, confidence limits: 1.6 - 3.4, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No further testing is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. However, inratio product insert advises customer to use new finger stick for each test. Improper technique as a cause to unexpected result could not be ruled out. (B)(4). Action threshold has been reached. Since strip lot was released, 17 in-house therapeutic sample tests have been performed with 109 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance requirements when compared to the results from in vivo tests. This issue will be subject to tracking and trending. Corrective action not required at this time.